Event description:
It was reported that during a lap chole procedure, the device was fired on the cystic duct, but the clip was scissored. This was the last clip on the duct and it was too low to place another clip. The patient is okay and will be monitored for any leaks.

Manufacturer narrative:
Date sent: 10/06/2008.